Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedded does not change the previous investigation results for vena cava perforation. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter position: below the renal veins." "Filter tilt: yes" "filter penetration: yes." "Impressions: the filter is tilted to the left with its proximal cone against or embedded in the ivc wall. Axial image 29. The anterior strut penetrates 9 mm through the ivc wall. Sagittal image 7. The left strut penetrates 9 mm through the ivc wall. Sagittal image 3. The posterior strut penetrates 0 mm through the ivc wall. Sagittal image 6. The right leg strut penetrates 8 mm through the ivc wall. Coronal image 27."

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2021-01207. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Initial reporter occupation - non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, chest pain, tingling, numbness, coldness, swelling, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest pain, tingling, numbness, coldness, swelling, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received a cook tulip filter implant on (B)(6) 2014 due to an inability to take anticoagulants.. Patient is alleging tilt and vena cava perforation. The patient further alleges "chest pain, leg tingling, leg coldness, swelling of legs and feet" as well as physical limitations. Report from CT (computed tomography): "inferior vena cava filter placement with medial tilt. There is extensive bean hardening artifact noted. The apex of the inferior vena cava is below the level of the renal veins. The anterior, medial and lateral struts extend beyond the confines of the inferior vena cava wall."